Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, a definitive root cause cannot be identified. The user confirmed they did not use high energy endo therapy accessories or laser for the procedure. Therefore, there is no possibility that the issue was caused by use of high energy endo therapy accessories without maintaining enough distance from the distal end. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.